Manufacturer narrative:
The complaint investigation regarding a false non-reactive result for alinity I toxo igg reagent lot number 42074be00, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Ticket search by lot 42074be00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding the associated product list number. Device history record review did not identify any non-conformances or deviations for the associated reagent lot number 42074be00 and complaint issue. In-house testing of retained lot 42074be00 showed that all controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted and showing that the lot generates the expected results. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg reagent lot number 42074be00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 7p45-32 has a similar product distributed in the us, list number 7p45-40 / 7p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: complete list of sample ID's are (B)(6) . Initial reporter name and address:phone: complete phone number is (B)(6).

Event description:
The customer reported a false non-reactive alinity I toxo igg for 1 patient with a history of positive toxoplasmosis igg results and provided the following data (reference: < 1.6 iu/ml is non-reactive, 1.6 to < 3.0 iu/ml is considered grayzone, = 3.0 iu/ml is reactive): on (B)(6), 2023, sample ID: (B)(6), initial result was 0.1 (non-reactive) on alinity I processing module sn: (B)(4). Repeated on another alinity I processing module: (B)(4) was 0.0 (non-reactive) on (B)(6), 2022, sample ID: (B)(6) toxoplasmosis igg result was 16.7 (reactive) on alinity I processing module sn: (B)(4). On (B)(6), 2022, sample ID: (B)(6), toxoplasmosis igg result was 17.7 (reactive) on alinity I processing module sn (B)(4). There was no reported impact to patient management.